Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. It was then noted that the stent delivery device broke at the monorail junction inside the guide, leaving the stent in the guide. The guide catheter and device were removed all together and the procedure was completed with a new guide, wire and stent. No patient complications were reported and the patient status was fine.